Manufacturer narrative:
Additional information: medtronic received information that the issue occurred in a functional endoscopic sinus surgery (fess). It was noted that the issue occurred during navigation following registration. Correction: initial reporter updated to proper value.

Manufacturer narrative:
Event date is approximated. A manufacturer representative went to the site to test the equipment. The system performed as intended. The navigation system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that there was an alleged inaccuracy in a clinical case. There was no impact to the patient. Additional information received reported that the surgeon was inaccurate with the sphenoid balloon and was 1 centimeter posterior. That was the first activity the surgeon performed following registration. It was noted registration was fine.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis and image analysis. The analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.